Manufacturer narrative:
The tech found the side rails were bent. The tech replaced the side rail assemblies to resolve the issue.

Event description:
The tech alleged the side rails would not latch. No pt impact.